Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("spring from the essure procedure was abutting coming through the serosa of the uterus on the patient's right side/coil embedded in the endometrium") and rectocele ("rectocele") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced arthralgia ("joint pain"). On (B)(6) 2011, 5 years 1 month after insertion of essure (ess205), the patient experienced the first episode of dysuria ("dysuria") with fatigue, suprapubic pain and bladder discomfort. On (B)(6) 2011, the patient experienced the second episode of dysuria ("dysuria") with abdominal pain lower. On (B)(6) 2011, the patient experienced back pain ("pain in the lower back") and bladder pain ("bladder pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti") with abdominal pain lower, bladder pain, back pain and dysuria. On (B)(6) 2012, the patient experienced the third episode of dysuria ("dysuria/pain with starting urine stream/burning and pain occurs throughout stream"). On (B)(6) 2013, the patient experienced abdominal symptom ("abdomen and pelvic symptoms") with dysuria. On (B)(6) 2013, the patient experienced cystocele ("cystocele"), uterine prolapse ("third degree cervical/uterineprolapse"), cervicitis ("cerviticits") and rectocele (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy menstrual periods/metromenorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain during and after intercourse"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and posterior rectocele repair). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menometrorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, arthralgia, back pain, bladder pain, urinary tract infection, abdominal symptom, the last episode of dysuria, cystocele, uterine prolapse, cervicitis and rectocele outcome was unknown. The reporter considered abdominal pain, abdominal symptom, arthralgia, back pain, bladder pain, cervicitis, cystocele, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, rectocele, urinary tract infection, uterine perforation, uterine prolapse, the first episode of dysuria, the second episode of dysuria and the third episode of dysuria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - in (B)(6) 2009: negative. On (B)(6) 2011: ultrasound found an unusual linear echogenic area in the right side of the uterus with shadowing that could represent a wire from prior essure procedure. On (B)(6) 2013 laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy as well as a posterior rectocele repair: operative report noted that she had a perforated essure appliance in her right uterine side. During the surgery, the surgeon found a spring from the essure procedure that was "abutting coming through the serosa of the uterus on the patient's right side. The essure was not in the fallopian tube." Pathology confirmed the presence of the essure coil embedded in the endometrium. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.